Event description:
As reported, during hernia repair procedure, the surgeon tried to fixate the mesh using optifix fixation device. The device failed to fixate the mesh at peritoneum. It was reported that, due the device issue there was longer surgical and anesthesia time. There was no patient injury. This file represents device #1.

Manufacturer narrative:
As reported, optifix fixation device fasteners did not fixate the mesh. Evaluation of the sample finds for bent guide wire and backup tabs. The reported failure to fixate is a known result of bent guide wire and bent backup tabs. The components are found to be bent from applied forces while in use. No manufacturing anomies were found. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The precautions section of IFU states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue". This MDR represents optifix straight (device #1). An additional MDR was submitted to represent optifix straight (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.